Event description:
It was reported that the table elevated to its maximum mechanical height with a patient on the table. The patient was not injured and was able to be taken off of the table. Preliminary investigation indicates that the table actuator end mounting stud was unscrewed from the extension tube. This resulted in the gas springs moving the table to the maximum elevation. The site has been repaired and is now operating normally.